Manufacturer narrative:
The information provided in product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 145 mg/dl and the sensor glucose was 98 mg/dl at the time of the incident. Customer was trying to use automode for the first time. Troubleshooting was offered, but the customer declined. The sensor will not be returned for analysis.

Manufacturer narrative:
The information provided in common device name was incorrect with the initial report. The correct information has been provided with this report.